Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. The patient was scheduled to be seen in clinic the same day. Technical services (ts) discussed potential causes and troubleshooting options. This product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that out of range pacing impedance measurements greater than 2,000 ohms was observed in bipolar configuration, however, measurements were within normal limits in unipolar configuration. It was noted that the patient had recently had a mammogram and it was unknown if this had any impact on the measurements. The lead configuration was left programmed to unipolar and monitoring is being continued. It was reported that continued noise and out of range impedance measurements was observed. The patient reported the lead was fractured. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that out of range pacing impedance measurements greater than 2,000 ohms was observed in bipolar configuration, however, measurements were within normal limits in unipolar configuration. It was noted that the patient had recently had a mammogram and it was unknown if this had any impact on the measurements. The lead configuration was left programmed to unipolar and monitoring is being continued.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms. The patient was scheduled to be seen in clinic the same day. Technical services (ts) discussed potential causes, and troubleshooting options. This product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.